Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: after manta deployment immediate surface bleeding. Held pressure did balloon inflation for 5 min. Still surface bleeding. Covered stent placed. Final angiogram looked good.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were submitted and reviewed by the investigative team. An occlusion is visible in the post deployment angio remediated with a balloon inflation and covered stent. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. Micropuncture and ultrasound guidance were utilized to gain a mid-femoral head positioned access. The arteriotomy was 10.6mm x 11.0mm, tortuosity located in the right iliac, and a depth measurement of 3cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. Following deployment, surface bleeding was present. Manual pressure followed by balloon inflations for five minutes were unsuccessful in ceasing the bleed. A covered stent was deployed, and a follow up angiogram indicated no further bleeding. The root cause of the bleeding and vessel occlusion is inconclusive due to lack of information regarding the initial and deployment procedures. Based upon previous similar incidents, a contributing factor to vessel stenosis could be from a dissection. Dissections are a common large bore procedure complication, and it cannot be easily concluded if a dissection is caused by the manta or during the procedure. A dissection present at the access site may cause the manta anchor not to catch the artery walls as designed, creating a non-optimal seal which clinically presents as extravasation. The IFU posts warnings not to use manta if there is marked tortuosity of the femoral or iliac artery. Precautions, if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding, and oozing from the puncture site.